Event description:
It was reported that patient turned wrong and now has pain in the back. Additional information has been requested, but was not available on the date of this report.

Manufacturer narrative:
(B) (4).